Event description:
2 days post op (for endometriosis) pt was reopened due to abdominal pain. The surgeon found about 2 l of "straw" colored liquid in the abdomen that seemed to have caused peritonitis. "It looked as though the intergel had liquefied". Update 2002: the pt underwent an initial laparoscopy, where a large endometrioma was shelled out with a harmonic scalpel. The ovarian defect was left open. The surgeon treated the base of the ovary from which the cyst was removed with the harmonic scalpel, and the used it to treat a few peritoneal implants. The case was uncomplicated and pt was discharged the same day. Seventy-two hours later the pt developed severe abdominal pain and abdominal distension. There was no fever or leukocytosis, but pt was reported to be developing peritoneal signs. Their condition worsened over the next 12 hours after which a laparotomy was performed. 2-3 liters of brownish-straw colored fluid was found, there was no evidence of bleeding, bowel or bladder injury. The fluid was removed (suction) and the pain rapidly resolved.